Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ possible implications of device-specific variability in p ost-endovascular aneurysm repair sac regression and endoleaks for surveillance categorization¿. Väärämäki a, uurto I, suominen v journal of vascular surgery volume 78 no 5 https://doi.org/10.1016/j.jvs.2023.07.001 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿possible implications of device-specific variability in post-endovascular aneurysm repair sac reg ression and endoleaks for surveillance categorization¿. The time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Endurant stent grafts were I mplanted in 75 patients. The following adverse events occurred: rupture, thrombosis , re-intervention no further information was provided pertaining to medtronic products.